Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the air-in-line alarms. The device operating out of specification. Eval found the inscribed pin dimension on the upstream sensor to be too wide which is known cause of air-in-line alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed air-in-line in the cardio unit prior to any therapy. It was also reported that there was no pt injury.